Event description:
The morcellator handpiece was plugged in to the generator and activated by the surgeon. There was no power to the handpiece so it was removed from the sterile field. A second handpiece was opened and worked immediately.